Manufacturer narrative:
(B)(4): there were no power issues observed in the black box history. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The pump powered on with two beeps and a blank display. Investigation revealed a software issue. When the software was reloaded, the pump powered on appropriately and no further power issues occurred during testing.

Event description:
The patient reported that the pump would not power on after removing and reinserting the battery to clear a call service alarm. The patient stated that he tried multiple batteries without success. The patient stated that the battery cap was changed, and that there is no structural damage to the battery cap or compartment. He denied visible corrosion in the battery compartment. There was no reported patient impact as a result of the reported incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.